Event description:
It was reported that "when we were going through the set, and putting the common instruments back up to be processed, we noticed that the compressor's tension band was snapped and broken. We simply ordered a new one."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.